Event description:
During endoscopic vein harvest with vasoview system, burning of drapes noted as scope with cautery "mech" included was sitting in the drape pocket and burning of drape noted. Unit removed from pocket and cautery tip was glowing. Cautery unit disconnected from unit on tower. Noted that the cautery cord connection was not completely seated at connection when dismantling unit. Equipment changed out. Diagnosis or reason for use: angina.